Event description:
Synovitis [synovitis]. Joint effusion of left knee [joint effusion]. Case description: case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unknown, with osteoarthritis (dellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (hylan g-f 20) (first course, age at that time was (B)(6)). On (B)(6) 1998, the pt initiated treatment with intra-articular synvisc injection (second course) in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1998, the pt experienced synovitis. On an unspecified date in (B)(6) 1998, the pt had effusion of left knee and 30 cc of clear yellow fluid was aspirated. On an unspecified date in (B)(6) 1998, the pt received treatment with intra-muscular celestone (betamethasone) at a dose of 2 cc (frequency not provided). On (B)(6) 1998, the event of synovitis resolved. The action taken with synvisc treatment was not provided. The outcome for the event of joint effusion of left knee was not provided. Concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of joint effusion of left knee. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.